Event description:
Initially a battery life calculation was requested on a vns patient's generator. The patient's settings were 2.5/30/250/30/3. Their system diagnostic testing was dcdc 3, eri no. The battery life calculation was negative. The patient went to surgery for a prophylactic generator replacement. In preop a system diagnostic test was performed that resulted in the following: high lead impedance with an ok output status, dcdc=6 and eri=yes. The patient was programmed at 2.75ma. It was noted in the or that the patient's generator had a detached header. There was no specific trauma that was reported preceding the event. The header detachment did not occur during the explant. The explanted generator has been returned for analysis. Addressed in medwatch report number: 1644487-2012-01054 analysis was completed on their explanted lead. An analysis was performed on the returned lead portions. Note that a portion of the lead assembly (body); including the electrodes was not returned; therefore it was not possible to verify the model and serial number during this analysis and a complete evaluation could not be performed on the entire lead product. There were confirmed openings of the inner tubing, exposing conductive quadfilar coils; and outer abraided openings. Fluid was noted inside the inner and outer tubing. The cause was unknown and may be wear related. With the exception of the abraded inner tubing opening, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.